Manufacturer narrative:
Investigation in progress. Note: this is an initial report. A follow up report will be submitted when the final evaluation is completed.

Event description:
This device case, reported by consumer, who contacted the company to complain about the humapen, concerns a female patient. The patient medical history included diabetes, hypothyroidism, depression and suspect of epilepsy. The concomitant medication included levothyroxine for hypothyroidism, citalopram for depression, insulin detemir for diabetes and unknown kind of acid for convulsion. The patient received human insulin lispro (humalog lispro), the dose and frequency were determined by the carbohydrates count (approximately 21 iu/day), subcutaneously, via humapen ergo teal/clear pen body (hp ergo teal/clear) with clear cartridge holder, lot number 40249, for treatment of diabetes, beginning approximately in 2007. The same month, approximately at 18:00, the patient was referred to the emergency room due vomiting. On unknown date the patient was hospitalized. During the hospitalization, a blood and urine exams were performed, that showed an infection that was responsible to the diabetes decompensated that results in a ketoacidosis. At the hospital, the patient received regular insulin as corrective treatment, for the diabetes control, metoclopramide hydrochloride as corrective treatment, for the vomiting and sodium chloride, as corrective treatment. The patient informed that she recovered momentarily from the vomiting. The next day, approximately at 16:00, the patient was discharged. The following day of the discharge, the patient was referred to the hospital due to vomit and breathlessness. On unknown date, during the hospitalization, another blood and urine laboratory exams were performed that showed ketoacidosis. On unknown date an endoscopy was performed that showed gastritis. During the hospitalization, the patient received metoclopramide hydrochloride as corrective treatment for the vomiting, ranitidine for the stomach and pantoprazole as corrective treatment for the gastritis. It was unknown if the patient recovered from the events. The reporter did not inform if the patient received corrective treatment for the ketoacidosis and breathlessness and if she recovered or not. On 01-nov-2007, the patient was discharged. The reporter also informed that the patient experienced hyperglycemia and hypoglycemia oscillation. The patient did not provide any other information about the glycemic events. The reporter noticed that the insulin leaks through the needle, even if she changes the needle, without pressing the injection button. The insulin lispro and the hp ergo teal/clear were not discontinued. This hp ergo teal/clear is associated with cid00556510. It was unknown who was the operator of the device. The operator was trained by a pharmacist. The reporter informed that the patient used the reported device for approximately one month. It was unknown for how long he had used this device model. It was unknown if the hp ergo/teal clear returned to the company. It was unknown if the hp ergo teal/clear was switched to a new device. After several contact attempts, the reporter could not be contacted. No further information was expected. Case closed. Update on 12-nov-2007. Per case quality assessment on 12-nov-2007. Recode insulin to insulin, regular. Add misuse field as unk for ranitidine. Add onset date as 2007 for the first vomiting event. For dyspnea add onset date as 2007. For events infection, ketoacidosis, diabetes decompensated and gastritis, change serious criteria from hospitalization to other. For all hospitalization serious criteria please add the end date. Rearrange narrative. Update narrative and corresponding fields. Update on the following month. Per quality review on 14-nov-2007. Change device causality for vomit, breathlessness, gastritis and infection from device nhcp to not associated. Update corresponding fields. Update on 04-dec-2007. Per additional information received from quality control on 28-nov-2007. Change device type from burgundy/clear to teal/clear. Change lot number from 0612a02 to 40249. Add date that the device returned to the company. Update narrative and corresponding fields. Update on 04-dec-2007. Add that no further information was expected, because the patient could not be contacted.